Event description:
As reported, the button of a 7f exoseal vascular closure device (vcd) was very hard to press and could not be depressed. Hemostasis was achieved by manual pressure. The visual indicator window had changed to black-black. The doctor has had plenty of experience using the product. Treatment for the case of sfa stenosis had been successfully completed without any issues. The device was used with a brite-tip sheath. The device is not being returned because it was discarded. The exoseal vcd was used in an interventional procedure utilizing a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use, and the device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and also until the indicator window changed to a solid black color. When depression of the button was attempted, the button could not be pressed at all. The indicator window was showing solid black at that time. During retraction, the indicator window showed no red color, although it may have changed as the physician was unable to press the button and removed the device without paying attention. Excessive force was needed to depress the button, but it was so hard that the physician could not push it. The device is not being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the button of a 7f exoseal vascular closure device (vcd) was very hard to press and could not be depressed. Hemostasis was achieved by manual pressure. The visual indicator window had changed to black-black. The doctor has had plenty of experience using the product. Treatment for the case of sfa stenosis had been successfully completed without any issues. The device was used with a brite-tip sheath. The exoseal vcd was used in an interventional procedure utilizing a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use, and the device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and also until the indicator window changed to a solid black color. When depression of the button was attempted, the button could not be pressed at all. The indicator window was showing solid black at that time. During retraction, the indicator window showed no red color, although it may have changed as the physician was unable to press the button and removed the device without paying attention. Excessive force was needed to depress the button, but it was so hard that the physician could not push it. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18385073 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "deployment lever (button) frozen/locked" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.